Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that while in use on a patient this unit alarmed "vent inop, low ve, and circuit fault." Upon inspection there was also a transducer fault found in the error log. There was no harm to the patient as the ventilator was switched out.

Manufacturer narrative:
Results of investigation: carefusion failure analysis lab technician was bale to verify the customer's reported issue. The service technician installed the main pcba board in a known good unit. The unit was powered on and immediately alarmed transducer (xdcr) fault and ventilator inoperable (inop). The unit failed transducer calibration. The service technician was able to isolate the reported issue to a bad transducer pt801 and pt802.